Event description:
As reported: "an asnis 4.0 screw was inserted into a patients medial epicondyle. The screw de-threaded and some of the threads ended up in the patients cubital fossa which caused a laceration to the radial nerve."

Manufacturer narrative:
The reported event could be confirmed based on the evidence received. A x-ray was received for investigation, confirming the reported event. It could be observed that the cannulated screw is heavily bent and that the threaded tip is fragmented. However, it was not possible to determine if the deformation of the implant was intentional or not and if it had an influence on the fragmentation of the thread. It was not possible to determine the root cause of the event. More information as well as the return of the device are necessary for a deeper investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "an asnis 4.0 screw was inserted into a patients medial epicondyle. The screw de-threaded and some of the threads ended up in the patients cubital fossa which caused a laceration to the radial nerve."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device discarded.